Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no signal. It was further reported that positioning difficulties were encountered. The rv lead was attempted but not used. The physician implanted another lead. No patient complications have been reported as a result of this event.